Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. While the customer was going through sensor training, the numbers started to scroll and when she took the battery out the keypad was unresponsive. The insulin pump may have been exposed to sweat. Customer's blood glucose level was 54 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.